Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the usb wall adapter no longer charged the pump. Customer was able to successfully charge the pump with a different wall adapter. In addition, it was reported that the pump battery was depleting faster than expected. Reportedly, the pump battery depleted from 100% battery life to 40% battery life. Customer's blood glucose level was not impacted.